Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the aneurysm growth is unknown.

Event description:
On (B)(6) 2009, the patient underwent a procedure using two gore (tm) tag (tm) thoracic endoprostheses to treat a thoracic aneurysm. It was reported that on discharge date of (B)(6) 2009, the aneurysm measured 60mm. Follow up dates and aneurysm measurements are as follows: (B)(6) 2009 - 60mm; (B)(6) 2010 - 63mm; (B)(6) 2011 - 65mm; (B)(6)2012 - 71mm; and (B)(6)2013 - 73mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention. No further information is available.